Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarms that had lost loudness and there was also no vibration. Customer¿s blood glucose level was unknown. Customer also reported no insulin delivery alarm and the belt clip did not stay in place. The device will not be returned for analysis.